Manufacturer narrative:
Correction: the correct model # is ci512 not ci24re (ca) as originally reported. This report filed december 11th, 2015.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2011, due to infection.